Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device appeared to be depleting prematurely, a request was made to have data from this device analyzed. Technical service (ts) consultant advised data analysis showed the battery consumption has been increasing at an unexpected rate. A (ts) consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.